Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 165 mg/dl. Customer reported that there may have been magnetic expossure. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.